Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old female underwent attempted preoperative impella 5.5 placement via the right axillary/subclavian artery using a surgical approach. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage d shock. Comorbidities were not reported. During the procedure, a 10 mm graft was placed and the axillary access kit was utilized to advance a 5 french pigtail catheter and guidewire into the left ventricle. As delivery of the impella 5.5 was attempted, resistance was encountered within the innominate artery. Despite use of an additional stiff guidewire to provide support during advancement, the device could not be navigated through the patient's vascular anatomy. The anatomy was reported to include a bovine arch configuration, which was considered a contributing factor to the delivery difficulty. Due to the inability to successfully advance the impella 5.5, the device was not implanted. An impella cp was subsequently delivered over the existing guidewire without difficulty. The procedure was completed, and the patient was transferred to the intensive care unit for recovery and planned surgical management. Three days later, care was withdrawn and the patient expired while supported with the impella cp. No adverse events were reported in association with the impella cp. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying critical cardiac condition, society for cardiovascular angiography and interventions (scai) stage d shock, and subsequent withdrawal of care.